Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a piece of the sac missing (1.0 cmx 1.0cm) on the returned sample for evaluation. The balloon appeared to be swollen, which was a typical character of a grossly overinflated balloon. Could not attribute the reported condition to a manufacturing-related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."

Event description:
It was reported that a nurse inserted a bardia foley catheter into a patient on (B)(6) 2018 at 1:00pm and the balloon ruptured at 11:30pm. Flexible cystoscopy was done to remove one remnant piece of the balloon.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a nurse inserted a bardia foley catheter into a patient on (B)(6) 2018 at 1:00pm and the balloon ruptured at 11:30pm.

Event description:
It was reported that a nurse inserted a bardia foley catheter into a patient on (B)(6)2018 at 1:00pm and the balloon ruptured at 11:30pm.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use." Corrections:brand name.

Event description:
It was reported that a nurse inserted a bardia foley catheter into a patient on (B)(6)2018 at 1:00pm and the balloon ruptured at 11:30pm.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use." Corrections: additional information.